Event description:
During preventative maintenance of the device, the pump stopped with a displayed "pump jam" message while the user adjusted the mechanism for adjusting the pump roller occlusion. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.